Event description:
On (B)(6), the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6), 11:02am. The patient stated that she obtained an unknown message however could not recall what the message related to. The patient reported taking oral medications, diet and exercise to manage her diabetes and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that 10 minutes after the alleged product issue began she developed symptoms of ¿stress and sweating¿. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that the patient did not have testing supplies to perform any trouble shooting. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.